Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the premature eos and por was not determined, but it was believed to have been the MRI the patient had in (B)(6) 2020. The rep noted troubleshooting was unable to fix the issues and a replacement surgery was planned but had not been scheduled at the time of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that rep said they saw power on reset(por) when they connected to patient's implant. Rep then programmed patient, program 2 at 1.9volts, and when they went to the my therapy application, they got data has been lost message. Technical services(ts) had rep reconnect with clinician app and cleared the error, but when they went to the my therapy app, it gave data has been lost message again. The second time rep connected they got invalid njy serial number. Technical services had rep try again and same issue occurred with data has been lost. Technical services reviewed with rep that implant has reached eos (end of service) that implant needs replacement. Rep doesn't think patient's implant should have reached eos so soon, patient was seen (B)(6) 2020 and patient was using program 1 at 1.5volts amplitude. Rep said patient had MRI in dec. 2020 and implant was never turned off, so they thought por might at occurred at that time. Patient's daughter report return of symptoms in (B)(6) 2020. Rep was called to the office today and they noticed the issue. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Rep to send implant back for analysis once replacement occurred.